Manufacturer narrative:
Manufacturing site evaluation: the implant is not available for investigation. The leading material is also unknown, only a collection number is available. Investigation: no product at hand. The leading material is also unknown, only a collection number is available. Batch history review: the leading material is also unknown, only a collection number is available. When the leading material is known the following is possible: the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semifinished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rationale: unfortunately due to a lack of data and without the product we can not determine the exact cause. It is also not clear what is the cause for "black staining" or "blackened tissue" and what is meant by this. To determine this cause, the samples should be provided and should be under examination or rather the analysis report should be provided. Furthermore there are many potential sources of faults relating to the loosening. For example usage or patient related by potential sources of fault to the cement, an infection, patient falls - the cause is not comprehensible. If further investigations are required, the product, photos or x-ray findings should be provided for examination. Due to date of 2nd revision (B)(6) 2019, there is the possibility to a relation to (B)(4) but so far there's been no confirmation. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Event description:
No update provided.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if received.

Event description:
It was reported that there was an issue with an unknown aesculap hinged total knee implant kit, with information received from mw5090486. According to medwatch user report: failed right total knee revision with an unknown aesculap hinged total knee. The patient had knee revision with this implant put in sometime in 2017,and for two years there was severe pain within the knee. Bone scan in 2019 showed loosening of the implant, requiring revision. Notes from surgical report in 2019 indicated evidence of femoral component loosening with carbon debris as a source of the loosening. There was black staining to the synovial and reactive tissue; this tissue was sent for frozen sectioning and showed chronic inflammation, and there were signs of debris and wear within the kit. Radical debridement was performed with surgical excision of all the blackened tissue including skin, subcutaneous tissue, deep tendon, muscle belly, periosteum, bone and all the capsule. The patient continued with pain and was still undergoing physical therapy. Knee muscles had weakened from the radical debridement, and nerve pain reported from leg to foot. Difficulty walking also continues. The adverse event is filed under aag reference (B)(4).